Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies in the main drawer 3 was failed and duplicate address was detected. A field service engineer (fse) identified debris on the cubie tray and pockets. Fse cleaned the tray and pockets and also reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3 cubies d1, d3, and d5 all failed. The message displayed was duplicate address detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.